Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was attempting to input the transmitter ID, the pump touch screen was unresponsive. Blood glucose was 220. During a troubleshooting with tandem technical support, contact was able to successfully able to enter the ID number. Contact had no further questions.